Event description:
Report received from the USA stating that the attachment cannot be attached to the motor. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the devices, and the reported problem could not be duplicated or confirmed. The attachment was able to be secured to a motor with no problems observed. During the investigation, we observed that the motors exhibited corrosion and soap residue on internal components. This condition is consistent with the motors having been immersed, and is indicative of improper cleaning of the devices. If additional information is received, a supplemental report will be sent. (B)(4).